Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold due to lead dislodgement during the acute phase post implant. Therefore the rv lead was repositioned, which resulted in all sensing and threshold values being within limits. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.